Event description:
Customer reportedly received result of 7.3 mmol/l on the aviva combo system and 4.4 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).